Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were all intact upon receipt and there was no physical damage found on the device. An error code was found in the ehl (event history log). The customer reported issue was not confirmed during the investigation as the event was not reproducible. Root cause of the reported issue is unknown as no fault was found. Preventively replaced the downstream occlusion sensor. The product is beyond 2 years from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device identification is unknown. No information has been provided to date.

Event description:
It was reported that when the patient was conducting a pre-use self check of the pump, a "high pressure" alarm went off. So, the user pressed the "scroll" key, but the alarm persisted. The user then took the batteries out of the pump to stop the alarm. No patient injury was reported.